Event description:
It was reported that the day after its implant procedure, the patient with this right ventricular (rv) lead was examined and it was found the patient had a heart rate of 30 beats per minute indicating there was a loss of capture (loc), with all other lead measurements within acceptable ranges. The loc was attributed to the lead dislodging, so it was repositioned and it remains in service. No additional adverse patient effects were reported.